Manufacturer narrative:
Product analysis three still images received for analysis. First image depicts the distal section of an endurant device in its tray and pouch. The distal pouch seal appears to be intact. Second image depicts the proximal section of an endurant device in its tray and pouch. No label is evident to the pouch. Third image depicts an endurant ship carton label. Labelling information matches that reported in the complaint file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft etbf2313c166e was intended to be implanted. It was reported when the box was opened, the outer package with the stickers/labels was missing. It was noted the seal was not broken and the box had not been opened before. It was reported when the box was opened both clear labels were still attached. When it was taken out of the box, the outside label package was not on it and it was unsure if device sterility was intact. The device was not used and a new device was opened and used to complete the procedure. The cause is undetermined. No patient complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received in a sealed pouch in an opened shelf carton. Deformation was evident to the shelf carton. No label was evident to the pouch; residue was evident to the pouch over the device handle. No loose label was evident inside the shelf carton. All pouch seals were intact on receipt of the device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.